Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-0877942. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, that the dermatome needed to be recalibrated and was not holding consistent gauge levels. There was no patient harm. There was a delay of an unknown amount of time and the surgery was completed with another device. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information or product is available, we are unable to provide further information. There was no adverse event associated with this malfunction.